Event description:
It was reported that the remote home monitoring system issued an alert for the pacemaker reaching safety mode. A revision procedure was scheduled. At this time the pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted and subsequently replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the remote home monitoring system issued an alert for the pacemaker reaching safety mode. A revision procedure was scheduled. At this time the pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted and subsequently replaced. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.